Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found in the device that would result in the needle deploying early but it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined. The formed needle was visible through the exposed portion of the soft cannula. Linkage assembly was seen not fully retracted from external view. After opening the pod, linkage assembly was found fully retracted and some score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. Correction to d(4): lot number changed from unavailable to l45305. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 5/24/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 11/24/2019.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that the needle mechanism deployed early. The pod was not worn.